Event description:
It was reported that there was leakage with a tubing with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: while accessing a patient with the 20g x 0.75¿ it began to leak saline. There appears to be a split/tear in the tubing/y-site.

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However, although a sample was submitted that displayed a pierced catheter, a review of the manufacturing line was unable to associate the root cause for this damage with any portion of the manufacturing process.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage with a tubing with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: while accessing a patient with the 20g x 0.75¿ it began to leak saline. There appears to be a split/tear in the tubing/y-site.